Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an unresponsive touch screen. No pt involvement. The cse inspected the device and replaced the touchframe pcb. The unit passed extended self-testing.